Event description:
Treatment of an avm (arteriovenous malformation). It was reported that the patient underwent onyx embolization treatment involving 7 vials that included onyx 18 and onyx 34. During the onyx injection, there was difficulty removing the marathon microcatheter due to the vasculature and reflux of onyx. The microcatheter was removed with a snare with no harm to the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00335

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).